Event description:
It was reported that the recently implanted lead was not sensing and pacing effectively. The lead was not capturing and dislodgement was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood in/on the helix/lobe mechanism, there was tissue present on helix and there was apparent explant damage.